Event description:
A patient reported while using the day aligner that the entire right half of their upper teeth do not make contact with their lower teeth when they bite down with proper alignment. From the image, the right-side lateral incisor and canine are too far into their mouth to properly align with their lower teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.